Manufacturer narrative:
The tech replaced the intermediate cable and the user control module power control board to resolve the issue.

Event description:
Tech alleged that the right intermediate side rail had intermittent function. Tech found fluid residue on the user control module power control board surface. No pt impact.